Manufacturer narrative:
Pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip..

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the half of the clear plastic ring of reservoir was out on the insulin pump. Customer states the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.